Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. Failure analysis investigation also found that the bottom pin of the instrument's bipolar pins was observed to be bent upward towards. It was concluded that the damage found to the bipolar pins was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during set-up and prior to starting a da vinci surgical procedure, the cables on the fenestrated bipolar forceps instrument were identified as being broken at the distal end. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.